Event description:
The customer reported to olympus the distal cover came off in the patient's airway at the bifurcation. A laryngoscope was used to retrieve the distal cover. The customer also reported there was a separate incident where the technician was putting on the cap and she realized the perforation line on the cap was already torn. This event will be reported in (B)(6). A physician also reported to the facility, this issue is happening at other facilities as well. This event will be reported in (B)(6). This event includes 2 reports: (B)(6): tjf-q190v, (B)(4); (B)(6): maj-2315, h1x08. This report 1 of 2 for the distal cover found in the patient's airway for (B)(6): tjf-q190v, (B)(4).